Event description:
The pt was being fed using a pump. The nurse entered the pt's room to find the tubing had come out of the pump, and the safe-t-valve was broken. The reporter determined the pt received an overdelivery although no details on the extent of the overdelivery were available. There was no illness, injury or medical intervention reported as resulting from the event.